Event description:
During surgery, this device was placed between the patient and the bed, and an x-ray was attempted, but it could not be taken. The x-ray device was replaced with a different one and the surgery continued. The patient was not injured.

Manufacturer narrative:
Fujifilm is currently investigating the cause. The supplemental MDR will be submitted if the additional information is available.

Manufacturer narrative:
The problem was caused by a fault in the access point device.